Event description:
It was reported that via remote transmission, non-sustained lead noise due to post-paced t wave oversensing was observed. Programming changes were recommended. Subsequently, another alert was received for non-sustained rv oversensing. It was suspected that there is an abandoned lead that is occasionally hitting the active lead. Physician has elected to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.